Event description:
It was reported that on (B)(6) 2024, a on (B)(6) 2024 a 28mm amplatzer septal occluder was selected for the implant. The procedure was completed successfully. The physician reported that the following day on (B)(6) 2024 the patient was taken to the surgical o.r. Due to an occurred cardiac tamponade. Aortic erosion was noted due to the 28mm amplatzer septal occluder device. The aorta was repaired via suture, leaving the device in place. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that an amplatzer septal occluder implant procedure was completed successfully. The following day the patient was taken to the surgical operating room due to an occurred cardiac tamponade; aortic erosion was reported due to the amplatzer septal occluder device. The aorta was repaired via suture, leaving the device in place and the patient was reported to be stable. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information available, it is difficult to determine with certainty the exact cause of the reported event, including whether the septal occluder contributed to the pericardial effusion. The cause of reported patient effects erosion and cardiac tamponade could not be determined. The reported surgical intervention was a result of case-specific circumstance as a surgical treatment was performed for aortic erosion. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.